Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose reading was almost 600 mg/dl. The customer also stated that the insulin pump alarmed "no delivery". The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.